Event description:
It was reported that "surgeon inserted blocker into screw tulip and then removed blocker, which came out in two pieces."

Manufacturer narrative:
Investigation is underway. Additional information has been requested and will be submitted in a follow-up report once the investigation is complete.